Event description:
Same case as MDR ID# 2134265-2012-08098. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the calcified, very tortuous proximal to mid left anterior descending artery (lad). The physician advanced a 1.25mm rotalink burr over a rotawire guide wire through a 7fr non bsc guide catheter to the lesion and performed ablation 3 times at 200,000rpm. Optical coherence tomography (oct) was used to diagnose the lesion. When the physician was advancing a 1.5mm burr to the lesion when it was noted the guide wire had been withdrawn from its intended location. Angiography was performed and noted the guide wire fractured in two places. The proximal part of the device exposed to the aorta was captured using a snare, and removed from the patient. The distal part of the guide wire was unable to be removed and remains in the patient. The procedure was completed with this device. No further patient complications were reported and the patient is under observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified the spring tip damaged and kinked. Only 12.8cm of the wire was returned for analysis. Both sides of the wire presents fracture. The fracture section was sent to the (B)(6) lab for analysis. The failure on the proximal side occurred due to a bending overload and the failure on the distal side occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-08098. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the calcified, very tortuous proximal to mid left anterior descending artery (lad). The physician advanced a 1.25mm rotalink burr over a rotawire guide wire through a 7fr non bsc guide catheter to the lesion and performed ablation 3 times at 200,000rpm. Optical coherence tomography (oct) was used to diagnose the lesion. When the physician was advancing a 1.5mm burr to the lesion when it was noted the guide wire had been withdrawn from its intended location. Angiography was performed and noted the guide wire fractured in two places. The proximal part of the device exposed to the aorta was captured using a snare, and removed from the patient. The distal part of the guide wire was unable to be removed and remains in the patient. The procedure was completed with this device. No further patient complications were reported and the patient is under observation.

Event description:
Same case as MDR ID# 2134265-2012-08098. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the calcified, very tortuous proximal to mid left anterior descending artery (lad). The physician advanced a 1.25mm rotalink burr over a rotawire guide wire through a 7fr non bsc guide catheter to the lesion and performed ablation 3 times at 200,000rpm. Optical coherence tomography (oct) was used to diagnose the lesion. When the physician was advancing a 1.5mm burr to the lesion when it was noted the guide wire had been withdrawn from its intended location. Angiography was performed and noted the guide wire fractured in two places. The proximal part of the device exposed to the aorta was captured using a snare, and removed from the patient. The distal part of the guide wire was unable to be removed and remains in the patient. The procedure was completed with this device. No further patient complications were reported and the patient is under observation.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).